Event description:
Pt involved in mva. Had severe head trauma. Hypotensive bp70/40 in e.r. Transported to or for surgery with e.r. Monitors. Switched to monitor. Screen went blank. Hit reset and on-off happened 4-times. Finally after 3 min the monitor restarted. Bp 50. Pt arrested soon after was able to monitor through arrest, pt died of head injury. Unable to resuscitate.